Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k130520 the actual device was not returned for evaluation. Therefore, the investigation was based upon evaluation of user facility information and the performance test of lot number 170610-3 that traces back to the reported product code/lot number combination. In order to check for any anomaly in the fiber with this lot number, the result of the performance test conducted before the release from the factory on the products made of the involved fiber lot number was reviewed. All the obtained performance values were verified to meet the manufacturer specifications. The provided perfusion record of the involved procedure was reviewed. There was no information found that would have led to the cause of the reported event. A review of the device history record and product release decision control sheet of the involved product code/lot number combination revealed no findings. No anomaly was found in the results of the performance tests conducted prior to the release from the factory on the products in which the same fiber lot as the one used for the actual sample was built. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: "do not use this product for a period in excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that a plasma leak occurred on the involved capiox device. It was reported that after around the 6th hour of circulation at the pressure range of 200mmhg - 250mmhg, during rewarming, a gas flush was carried out since po2 came to too low. Consequently, bubbles, at first pink and gradually slight red in color, came out of the fibers at the gas-out side of the oxygenator module. The procedure outcome is unknown. There was no impact to the patient.